Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room due to device erosion and infection. The physician did not allege that the device contributed to infection. The infection was not related to device. The complete system was explanted and replaced. The patient was stable.